Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer's blood glucose level was 170 mg/dl. Customer advised they had a low battery alarm and they replaced the battery on the device which resulted in a blank display. Customer advised they cannot complete troubleshoot and will call back. Customer called back and advised they replaced the battery on the device 4 times and the insulin pump still does not start. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.